Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a code 1003, indicative of battery voltage too low for the projected remaining capacity. Subsequently, a revision procedure was done, and a new device was implanted. No adverse patient effects were reported. Additional information was received that this device was discarded by the facility. No product analysis will be complete.